Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information received from the healthcare provider regarding a patient receiving fentanyl (250mcg/day at 86.22mcg.day) via implanted pump. Indication for use was noted as spinal pain. Past medical history included: epilepsy, lupus, avascular necrosis of both ankles, antiphospholipid antibody syndrome, attention-deficit hyperactive disorder (add/adhd), constipation, gastroesophageal (ge) reflux, urinary tract infection (uti), seizures, substance abuse, and anemia. Past surgical history includes pump placement, port placement, and fallopian tube removal. Medications include: citric acid-sodium citrate 2.5kl, alendronate 70mg oral tablets every seven days, clonazepam 0.5mg tablet, cyclophosphamide 1mg intravenous injection, caltrate 600mg tablet, iron 65mg three times a day, morphine 15mg oral tablets twice a day, prednisone 10mg tablet every day, benazepril 20mg tablet once a day, amlodipine 5mg tablet once a day, warfarin 5mg tablet once a day, levetiracetam 500mg tablet once a day, omeprazole 20mg delayed release tablet once a day, metoprolol tartrate 50mg twice a day, vimpat 100mg twice a day, quetiapine 100mg tablet, and venlafaxine 75mg tablet twice a day. Allergies include heparin, lovenox, neurontin, plaquenil. It was reported that the patient was 2 months status post pain pump placement. It was reported that 3 weeks prior to 2015-04-06, the patient was "up north" and their pump ran out of medication and they went into withdrawal. The patient was subsequently hospitalized and was noted to have an inr of 9.0. The pump was refilled. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).